Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy. According to the complainant, during the procedure, the clip attached to the target tissue, but would not release from the delivery catheter. The clip was removed from the patient and upon examination it appeared that the over sheath was stretched and attached to the clip. The procedure was completed using another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiration date. The reported event of clip failed to separate from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.